Event description:
A falsely elevated troponin I result of 36.43 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was retested a result of 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r1 probe due to lack of customer maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r1 probe due to lack of customer maintenance. The customer performed required maintenance. The instrument is operating within specifications.